Event description:
While the crna was preparing the anesthesia breathing circuit for use, the sample line port was discovered to be broken/defective. It was not being used at the time, and there was no patient impact.======================manufacturer response for adult anesthesia breathing circuit, adult ultra flex (per site reporter).======================they are waiting to get the product back for analysis.